Event description:
It was reported that this tactra was explanted and replaced with a three-piece inflatable penile prosthesis (ipp). There were no device issues, and no additional information was provided.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.